Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. Visual inspection showed no external physical damage. The sensor failed continuity testing due to broken green and white conductors at the detector solder joint assembly. When the sensor was connected to a monitor a "probe is off the patient" error message displayed and the monitor alarmed audibly and visually., corrected data:

Event description:
The customer reported the probe stopped working int the middle of an operating room (or) case. No patient impact or consequences reported.